Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test, and motor error during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with a bleeding lcd glass. The pump was received with normal operating currents. No unexpected low battery alarms were noted. The pump was received with a loud motor noise during the rewind due to a faulty motor. No motor running slow during rewind noted. The pump rewound properly. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump had a number of problems. It was reported that battery was lasting two weeks and that there was a black spot on the display screen. It was also reported that insulin was squirting out from the tip of the cannula and the rewind process was louder and slower. Customer's blood glucose was unknown. Caller declined troubleshooting for black spot and insulin squirting from cannula. Caller was advised that insulin pump would be replaced.